Manufacturer narrative:
Findings: pump was received with constant alarm after battery change due to corroded electronic assembly. No blank display noted. Unable to verify e39 alarm due to e22 alarm. Unable to perform no delivery test, displacement test or communication test due to alarm. Unit had scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to water. The customer stated that there was a blank screen on the device. The customer had a blood glucose level was 98 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.